Event description:
The customer reported that the iabp was in use for a patient when it generated an alarm of "autofill failure" and failed to perform pumping. The iabp was a replacement for a replacement cs100 ((B)(4)). "Low vacuum" event log was found in event log of service diagnostic and he could not use the iabp. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).